Event description:
Facility reported: "pt intubated on o.r during surgical procedure. Several days later cardiac intensive care staff felt cuff was leaking, (pt on ventilator). Pt extubated and reintubated without difficulty."